Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours on their arm. Symptoms reported included a stomachache. The device has been discarded. Further information on the event was solicited but not provided. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Additional information confirms that this is a duplicate of 3004464228-2025-13384-00 submitted on 28march2025. Therefore, this MDR is being cancelled.